Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an issue that was observed during inspection at a workshop in the (B)(6). Region. The information provided indicated that the electrical safety test failed on a pentax medical video gastroscope model eg29-i10c, serial number (B)(4). This issue was detected from the distributor during the service incoming inspection. The scope is on the way to pmb for repair. There was no report of a death, serious injury or adverse event associated with the finding.